Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. No blood was observed on or within the device. The cannula assembly, bottom housing and adhesive pad were inspected for damages and manufacturing deficiencies that could cause bleeding or bruising, and no issues were found. The download data did not show any timeouts or drive stalls that would indicate the device struggled during the run. No other damages or defects were observed that would result in the device failing to deliver insulin.

Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 14.7 mmol/l (264.6 mg/dl), while wearing the pod between 4 and 24 hours on the leg. It was noted that the cannula was bent. As treatment for the hyperglycemia, insulin was administered and a new pod was applied.